Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their whole body was buzzing from the frequency and the issue began last night. Patient could feel the buzzing when bending over and their whole body was buzzing from the stimulation. Patient met with their representative yesterday and everything was working but when patient got home nothing worked. Patient tried to turn the stimulation off but the white button and the arrow buttons didn't work. Patient tried to plug the controller into 3 different outlets but issue did not resolve. Patient put aa batteries in the controller but issue did not resolve. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller was at 80% and implant was yellow or low. Patient pressed the white button and button and screen was responsive. Patient plugged the recharger and got excellent. Agent placed patient on a hold and when agent got back the implant was at 30%. Patient's hands were swollen and patient had asthma and was losing their voice. Patient mentioned they had too many problems with their unit so they were getting rid of the unit and getting a new one (agent understood this as replacing the implant). Patient met with their representative yesterday to increase the level of the amount of power going into the 'stimulator'. Agent advised patient to continue reprogramming if patient still had issues with the buzzing/stimulation.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial#: (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that after speaking to a representative everything was working well and they did not want to get rid of the unit. Patient needed more educated which they received. The issue was resolved.